Event description:
Procedure: lap ventral hernia repair. According to the report: the pt has a lap ventral hernia ten days ago, and developed a perforated bowel due to a protack tack. The pt returned to the hospital and will need a re-operation. The instrument was not retained at the problem occurred ten days post-operatively, and there was no malfunction of the device. The perforated bowel will lead to re-operation.